Event description:
Customer reported not able to test blood glucose due to their freestyle meter will not turn on with strip insertion. Customer reported experiencing symptoms of hyperglycemia and a fever due to a knee infection. The paramedics were called and customer was taken to memorial medical center where he was diagnosed with severe hyperglycemia and treated with an insulin shot.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.